Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of incident. Drive support cap was normal. The product will be returned for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to the compromised force sensor system alarm. Pump received with lose drive support disk.